Event description:
During the use of the harmonic scalpel, the surgeon noticed the teflon tip had split. No harm to the patient or the staff. Another device was obtained.what was the original intended procedure?total hysterectomy.device #1is this a laboratory device or laboratory test?no.